Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included breo ellipta, cannabis sativa, gabapentin (neurontin) and hydroxychloroquine phosphate (plaquenil). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pruritus ("itching"), migraine ("migraine"), asthma ("asthma"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("increased bleeding with every period"), ovulation pain ("have very painful ovulation"), paraesthesia ("parathesis"), soft tissue disorder ("tissue disorder"), dyspnoea ("short of breath") and adverse event ("other diseases"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pruritus, migraine, asthma, autoimmune disorder, menorrhagia, ovulation pain, paraesthesia, soft tissue disorder, dyspnoea and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, asthma, autoimmune disorder, dyspnoea, genital haemorrhage, menorrhagia, migraine, ovulation pain, paraesthesia, pelvic pain, pruritus and soft tissue disorder to be related to essure. The reporter commented: an disability/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (reference number: mw5078059) on 03-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included breo ellipta, gabapentin (neurontin), hydroxychloroquine phosphate (plaquenil) and hemp lotion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pruritus ("itching"), migraine ("migraine"), asthma ("asthma"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("increased bleeding with every period"), ovulation pain ("have very painful ovulation"), paraesthesia ("parathesis"), soft tissue disorder ("tissue disorder"), dyspnoea ("short of breath") and adverse event ("other diseases"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pruritus, migraine, asthma, autoimmune disorder, menorrhagia, ovulation pain, paraesthesia, soft tissue disorder, dyspnoea and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, asthma, autoimmune disorder, dyspnoea, genital haemorrhage, menorrhagia, migraine, ovulation pain, paraesthesia, pelvic pain, pruritus and soft tissue disorder to be related to essure. The reporter commented: an disability/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.